Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Nebergall et al. "Five-year experience of vitamin eediffused highly cross-linked polyethylene wear in total hip arthroplasty assessed by radiostereometric analysis" the journal of arthroplasty 31 (2016) 1251e1255. This report is number 4 of 4 mdrs filed for the same patient reference (1825034-2017-00649/00651/00661).

Event description:
It was reported via journal article that one hip was revised at the 6-month follow-up for an infection and was consequently removed from the study.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown e1 liner, unknown regenerex shell, unknown taperloc stem, unknown screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.